Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that approximately (B)(6) weeks ago the patient experienced a serious seizure that resulted in head injury. (B)(6) after this event the patient started to feel some pain in generator site. The patient then saw the physician and high impedance was seen on diagnostics. The device was turned off. X-rays were reviewed by manufacturer and a lead fracture was visualized in the neck region. Attempts for further information have been unsuccessful to date.

Event description:
Further information reveals that the patient had experienced head trauma due to a serious seizure in which she was standing up and fell to the ground hitting her head on a table, causing a "counterblow" movement. The exact type of seizure was not indicated. The reported pain was believed to be due to vns stimulation as it resolved once the stimulation was turned off. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. Revision surgery is being considered by the family, but has not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The lead was received for analysis. The lead analysis was completed on (B)(6) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient underwent lead replacement on (B)(6) 2013. Only the lead was replaced. The lead is expected to be returned for analysis, but has not been received to date.